Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received one non-lifevest defibrillations.   The device was started up at 20:18:58 on (B)(6) 2022. From 00:03:26 to 00:04:32 on (B)(6) 2022, asystole was detected. ECG shows idioventricular rhythm @ 30 bpm. The rhythm then degrades to asystole with intermittent cardiac activity. From 00:06:10 to 00:07:50, asystole was detected. ECG shows idioventricular rhythm @ 10-90 bpm with bigeminy. The rhythm then degrades to fine vf with varying amplitudes. Fine vf was seen during asystole. However, vf frequency was less than the rate threshold. At 00:07:50, the patient received a non-lifevest defibrillation. The rhythm at the time of treatment was fine vf with motion artifact and electrode lead fall off. The post shock rhythm was an idioventricular rhythm @ 15 bpm degrading to fine vf varying amplitudes. From 00:08:17 to 00:08:47, asystole was detected. ECG shows fine vf with motion artifact. The device properly detected vf at 00:08:17. Varying heart rate, motion artifact, and vf frequency was less than the rate threshold prevented the lifevest from treating the patient. The electrode belt was disconnected at 00:12:19 on (B)(6) 2022. The patient passed away on (B)(6) 2022.